Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The patient was enrolled in the investigator initiated study, immuwhy, with the patient identifier of (B)(6). It was reported that the patient had an infection after selective internal radiation therapy (sirt). Immuwhy is a phase ii study of immunotherapy with durvalumab combined with y-90 sirt therapy. The patients have advanced stage intrahepatic biliary tract cancer (btc) and are scheduled to receive y-90 sirt therapy as standard of care. This patient was first admitted on (B)(6) 2021. The patient underwent sirt with therasphere administration on (B)(6) 2021. On the same day, 1500 mg of durvalumab dose was given. The patient developed an infection after sirt (ctc grade 3 severe). A blood culture on (B)(6) 2021 revealed no pathogenic germs. The patient developed chills, backpain, nausea and vomiting one day prior to durvalumab administration and one day after sirt, which lasted until (B)(6) 2021. A fever was observed on (B)(6) 2021. The patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2021. The event was resolved. The patient took unacid tablets at home until (B)(6) 2021.